Event description:
It was reported that this right atrial (ra) lead exhibited a loss of capture during an implant procedure. This ra lead was repositioned multiple times but still wouldn't confirm capture. Technical services (ts) discussed that there was oversensing in the pacemaker, which was resetting the timing. Ts suggested fixing the oversensing would help with ra capture. The sensitivity programming was adjusted at implant and the oversensing was resolved. The adjustment didn't resolve the loss of capture. Ultimately, this ra lead was an attempted implant. Another lead was successfully placed. No adverse patient effects were reported.